Event description:
Information received indicates a product problem was noted during the case, when a blockage was seen at the distal tip of the unit. Intra-operative device inspection found the tip of the cannula was open. The unit was changed-out during bypass with no reported patient complication.

Manufacturer narrative:
Analysis: device evaluation confirms the reason for return; an area of occlusion (blockage) was found inside the distal tip component. Visual exam noted evidence of past solvent occlusion of the product's metal tip; solvent flash is present at the cannula tip. It appears the solvent present could have caused the reported blockage. The solvent material is punctured (open) on the product, as returned. Conclusion: no patient event. Product analysis confirmed the reason for return; reduced device performance occurred and was related to the reported product problem.